Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system exhibited high pacing impedances and high thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported high thresholds and high impedance measurements are likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.